Event description:
During an in-clinic follow-up, a diagnostic anomaly occurred where the right ventricular pacing and sensing values were the same. X-ray imaging was performed, however, no lead or device abnormalities were observed. Abbott technical support was contacted, however, the cause of the diagnostic anomaly could not be determined. No intervention was performed at this time. The patient was stable and will continue to be monitored.